Event description:
It was reported that on (B)(6) 2022, a 20mm amplatzer septal occluder was selected for implant. It was confirmed via an echocardiogram, that the occluder had embolized in the patient after it's full deployment. The patient was sent to surgery to explant the embolized occluder. No patient consequences were reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device embolization was reported. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.h6. Health effect clinical code - 4580 insufficient information has been replaced with 4582 no clinical signs, symptoms or conditions.

Event description:
Subsequent to the previously filed report, additional information was received that the 20mm amplatzer septal occluder was sized through echocardiogram. The noted annular dimension was between 17mm and 18mm. The 20mm amplatzer septal occluder embolized into the patient's left atrium 6 hours post-implant. An 8f amplatzer torqvue delivery system was used to implant the occluder. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in the procedure. The procedure to explant the embolized occluder was considered emergent and resulted in prolonged hospitalization. The patient was recovering at the time of the report.